Event description:
Pt hoist used for sales transfer of pt. Composite hook on suspension (carry bar ), securing the sling to the hoist, detaches from the suspension (carry bar) during the first day of use. Resulting in the client falling out of the sling and onto a bed. No physical injury reported.

Manufacturer narrative:
Inspection actual affected suspension has been performed by the MFR. Suspension is returned with all 4 set screws securing composite hook to suspension missing. Review of the manufacturers assembly instructions verify that installation of set screws is specified and illustrated. Thus assembly instructions was correct and up to date at the time of assembly. Review of training history confirms that the operator was trained in the assembly of this device. When inspecting the nuts set screws are bolted to, more precisely the nylon thread locking bushing, groves from threads on set screws having been inserted are clearly visable. Furthermore there are scratches in the aluminium profile of the suspension identical to those made by set screws being/having been inserted. This leads us to the conclusion that the set screws securing the composite hooks to the suspension has been present. At one time the suspension has ben tampered with and is outside of manufacturers specification.